Manufacturer narrative:
Siemens filed the initial MDR 2432235-2018-00451 on 10-december-2018. Additional information (10-january-2019): siemens evaluated the service performed and can confirm the issue is solved. The siemens customer service engineer installed the new power supply, and the instrument is operating within specifications. No further evaluation is required.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and informed the instrument was on standby at the time of the event. A siemens customer service engineer (cse) was dispatched to the customer site. Siemens performed troubleshooting and replaced the power supply. The transformer, thermal control board, main board, and llc (low level controller) board were verified, and the main board voltage was checked, and no issues were noted. Siemens is investigating.

Event description:
The customer informs that smoke emitted from the advia centaur xp instrument and triggered the fire alarm. There were no reports of visible flames, no damage to property. There are no known reports of adverse health consequences due to the smoke emitted from the instrument.